Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with the original box and pouch. The batch number on the packaging and device matched the batch number for this complaint. The device was returned in 2 pieces and the balloon was tightly wrapped. There were multiple hypotube kinks and the hypotube was broken 87.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified and moderate tortuous unspecified artery. A 2.25mm x 12mm emerge balloon catheter was selected and advanced to dilate the target lesion. Upon advancing, the shaft broke. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified and moderate tortuous unspecified artery. A 2.25mm x 12mm emerge balloon catheter was selected and advanced to dilate the target lesion. Upon advancing, the shaft broke. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).